Event description:
It was reported that the retractable pull handle cable was broken which could effect loading and unloading of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.